Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the cartridge, infusion set tubing and site multiple times. The customer's blood glucose (bg) level was 325 mg/dl. Insulin injections were administered to address the bg level and the customer was to revert to a back-up method to manage diabetes. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.